Event description:
It was reported by the customer, that they were unable to start the central control monitor (ccm). No other details regarding the nature of this event were provided.

Manufacturer narrative:
Eval is in progress, but not yet concluded. The service repair tech confirmed that during routine testing of the device at the (B)(4) service center, the central control (ccm) monitor would not start. The (B)(4) service center returned the unit for further investigation.